Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cortisol ii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 1.5 nmol/l with a data flag. The clinician requested that the sample be repeated. The repeated result was 368 nmol/l.

Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. An image from the sample foam detection camera shows a bubble on the sample surface. The investigation did not identify a product problem. The investigation determined the issue was consistent with a sample quality issue.